Event description:
It was reported that the screen went black when producing exposures. This issue can cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and gib battery were evaluated and replaced. All pcbs and cables in the system were reseated. The system was tested and found to be working as intended and returned to service.